Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Not available for return.

Event description:
86 days post-procedure the patient was diagnosed with an occlusion of the right renal stent, occlusion or the left renal stent, bilateral renal infarct, and left iliac graft occlusion. Renal occlusions were treated by thrombectomy and additional stent placement. Occlusion in the iliac graft was treated by femoral-femoral bypass.

Manufacturer narrative:
Analysis: as the device in question was implanted and there were no images provided of the occlusions of the stent used in the case atrium medical corporation cannot confirm the complaint. Based on the details the stent had occluded 85 days after the stent had been implanted. Based on the information provided there were a total of 3 devices involved in this case. Two of the devices were the 6mm x 22mm icast covered stents that were deployed in the patient¿s right and left renal artery through the fenestrations of the cook zenith endograft. The third stent was not an atrium device and no further information was provided. This particular device was also occluded and was part of the iliac graft. As all stents involved had shown to be occluded 86 days after implantation it is possible that the patient although claimed to have been following anticoagulation medications, missed a duration of the medications that caused the occlusion of all the stents. Below is a list of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Verification of the stent length post deployment (foreshortening). Verification of stent diameter post deployment (recoil). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check a review of the device history records indicates that this lot of catheters passed all quality and performance requirements. This review also includes the sterilization records of the production lot in question. There were no non-conformance's during the sterilization process. The diameter of the icast covered stent after deployment was measured during the performance testing as required for every lot of catheters produced. The recoiled stent diameter must be within the following specification of 6.0mm +/- 0.6mm. The data shows that the minimum recoiled stent diameter was 6.77mm and the maximum stent diameter was 5.92mm of 20 samples tested. These diameters are well within the requirements specified on the top assembly part specifications. Conclusion: based on the investigation results atrium medical corporation cannot conclude that the icast covered stent delivery system was at fault. The root cause of the complaint has been undetermined. It is possible that the anticoagulation medications were missed for duration of time after stent implantation as the occlusions of the stent were noted 86 days after implantation including the stent graft in the iliac artery that was not an atrium medical corporation stent.

Manufacturer narrative:
Additional information: section b5 & h6.

Event description:
As part of the zenith® p-branch® pivotal study being conducted by cook, inc., with an atrium icast stent additional information received stated that on 27feb2020, the patient experienced an acute kidney injury and renal failure. The acute kidney injury was treated with 1000ml bolus and was marked resolved on 27may2020. The renal failure is ongoing. The site indicated that treatment included intermittent hemodialysis which was discontinued in may 2022. The patient has ongoing monitoring post-dialysis. On 25jul2023, the patient experienced renal acidosis. The event is ongoing and there has been no treatment.